Manufacturer narrative:
The instrument files were analyzed. The cartridge was not available for return. The cause for the discordant sodium results is unknown.

Event description:
The customer reported that one sample had discordant sodium results from a repeat analysis on the same analyzer. The customer reported that treatment was administered to the patient but then deemed not to be needed. There was no reported injury to the patient associated with this issue.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.